Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing was observed. These episodes were being caused by competitive atrial pacing that was blanking r waves during sensor driven pacing. The device was reprogrammed. There were no patient symptoms reported.